Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. The field service engineer replaced the printed circuit board assembly (pcba) to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported the motor controller (mc) printed circuit board assembly (pcba) is detected to be failing, and to be jamming the equipment and preventing ventilation. The fse (fields service engineer) confirmed the reported failure. The unit was not in use, and there was no patient or user harm reported.